Manufacturer narrative:
(B)(4). Method: the upper harness and heating element of the complaint (B)(4) infant warmer were returned to (B)(4) for investigation. The returned components were visually inspected for damage. The electrical resistance of the heating element was tested using a multimeter. Results: one of the terminals, which connects a wire to the heating element, appeared burnt. The tab, where the connector is inserted, showed some signs of damage and corrosion. A portion of the wire insulation was melted. There was no damage to the other end of the heating element, which is still intact and creates a good connection. The resistance of the heating element was found to be within specifications. Conclusion: the terminal connectors of the heating element were found to be damaged. It is possible that a loose terminal in the heating element caused increased resistance due to corrosion build up, resulting to a faulty connection. The warmer displayed an error code and entered a fail-safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul).

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) field representative that an (B)(4) baby controlled mobile infant warmer "does not heat". This was noticed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an iw910jeu baby controlled mobile infant warmer "does not heat." This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw910jeu baby controlled mobile infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.